Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced power loss alarms, pump error 49 alarm (history pointers failed. The history pointers are corrupted) and pump error 75 alarm (power supply test failed during self-test) and the insulin pump had signs of damage and was rattling.. The customer also reported that the insulin pump made strange noises when it moved, especially in the displacement test. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for the power loss alarm, pump error alarms, the customer was able to clear the alarm and complete rewind. Troubleshooting was performed for the cosmetic damage and the insulin pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed sleep current measurement and active current measurement. However, unit received pump error 75 during self test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No pump error 49 alarms noted during testing. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Vibrate was heard during selftest. Thump and carelink software was utilized and downloaded trace/history files properly. Pump error 75 alarms confirmed in the pump history files on 04/07/2025 15:27:34.000. No low battery alerts noted during testing. Battery cycle 2.0 received the lowbatteryalert (104) on 02/20/2025 11:24:00 after more than 7 days at 15.64 days. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found improper connection of the internal lithium battery on j6 connector/pcba 1. The sc1-cap locks properly into place. The following were noted during visual inspection: scratched case. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss was not confirmed. Audio and vibrate anomaly not confirmed during testing. Pump error 49 not confirmed. However, pump error 75 alarms confirmed during testing and in the pump history files due to improper connection of the internal lithium battery on j6 connector/pcba 1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.